Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the customer was performing a planned vascular treatment which was completed as planned. It was reported that the system unable to perform image. Review of the logfiles confirmed the ¿user msg: fluoroscopy failed. Please retry¿ malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and found through the error log a failure in database. Fse recreated the database. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform image acquisition. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.